Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery (rca). A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, it was noticed that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.